Event description:
Pt mother reported. The moog curlin 6000 pump serial # (B)(4). Expiration date is unknown. Was running faster and was alarming air in the line. Pt was able to receive the infusions with no side effects. Pt mother knows to return the pump for maintenance. Pt's mother did not say if the manufacturer was able to contact the pt's mother. Dose or amount: 12 mg. Frequency: every week. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: e76.1 mucopolysaccharidosis, ty.